Event description:
Same case as MFR's#: 6000089-2004-00661. It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck in the stent and removal difficulties were encountered. The physician deployed a taxus express2 3.5 x 20 mm drug eluting stent at 10 atms in the moderately calcified 90% lesion in the rca. The lesion had not been predilated. It was noted that the stent was not fully expanded. The physician deflated the balloon, however, it was stuck to the stent and he could not remove it. He was able to release the balloon from the stent after approximately 5 minutes of manipulation. When the balloon was pulled free, the guide catheter caused a dissection proximal to the stent. The physician postdilated the taxus express2 stent with a quantum maverick 3.5 x 8.0 mm balloon. He treated the dissection with a cypher 3.5 x 20 mm drug eluting stent. The physician then deployed a taxus express2 3.5 x 28 mm drug eluting stent in the moderately calcified 90% lesion in the lad. The lesion had not been predilated. After deployment, there was a noticeable waist in the stent. Upon deflation, the balloon was sticking to the stent. The physician was able to pull the balloon free from the stent after about one minute of manipulation. He then postdilated the stent with a quantum maverick 3.5 x 8 mm balloon. The patient is reported to be in satisfactory/good condition.